Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the half height cubie drawer 5.2 is not detected on bus causing a delay in dispensing medications to the patient. The customer had rebooted the station, but the issue is persistent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had auxiliary drawer 5.2 intermittently fails with not detected on bus. The field service engineer reseated retractor band cable and row board cable to resolve issue. The system functioned as intended after the field service engineer troubleshot the device.